Manufacturer narrative:
Device evaluation: the delivery system was returned without the stent on the balloon. The transition shaft was severely kinked in multiple places proximal to the guide wire entry port. The balloon folds were partially open with residue visible inside the balloon and crimp impressions still visible which suggests that the balloon had been partially inflated. The balloon could not be inflated due to a longitudinal tear on the distal cone of the balloon. The tear was jagged and uneven. (B)(4).

Event description:
It was reported that a patient with an acute mi (myocardial infarction), caused by in stent thrombosis of a non-mdt stent in the lad, was being treated. The physician intended to use a resolute integrity stent during the procedure in the lad. It is unknown if the device was inspected and prepped prior to use. It is reported that the balloon only reached a pressure of 4-5 atms. The stent dislodged during the procedure probably outside of the patient's body. After the event occurred, the lesion was dilated again by a balloon, and a non-mdt stent was implanted. No patient injury reported.